Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. The 510(k) number provided is of the device considered 'similar'. The evo-fc-10-11-8-b device of lot number c1509463 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Joint failure between belt and shuttle was found. During the lab evaluation it was noted that there have been glue evident in the shuttles as there are remnants of the black belt glued inside the shuttles which would indicate that the belt was glued during the manufacturing process. It has been confirmed that there was glue evident in the shuttle, this was not a manufacturing related issue. Prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1509463 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1509463; upon review of complaints this failure mode has not occurred previously with this lot #c1509463. As per the instructions for use, ifu0062-5 which accompanies contradictions for this device "inability to pass the wire guide or stent through the obstructed are, biliary duct strictures of benign etiology, biliary obstruction preventing endoscopic cholangiography, concurrent perforated bile duct, those patients for whom endoscopic procedures are contraindicated, patients with coagulopathy, concurrent bile duct stones, very small intrahepatic ducts and any use other than those specifically outlined under intended use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0062-5). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. This may have led to a build up of pressure causing the belt to become partially separated from the shuttle, this then led to the difficulty advancing the delivery system and the stent unable to fully deploy. A definitive root cause could not be determined from the available information. Complaint is confirmed as the failure was verified in the laboratory. According to the information reported, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was returned and evaluated on the 05-sep-19, the stent was partially deployed on return. The stent was not released. They heard a noise (as something broke) when pressing the deployment trigger. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system'.